Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the customer's reported event was confirmed. Based on the results of the investigation, the damage to the charged couple device (r-unit) caused the image to be green. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had a green image. The event occurred during a diagnostic laparoscopic procedure. The procedure was completed using an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.